Manufacturer narrative:
No product was returned for the reported product. Therefore, no conclusion may be drawn. A lot number was reported to allow for a review of the device history record. The DHR did not reveal any nonconformances during the manufacturing process. Hence, the conclusion is that the product was product was manufactured to specifications.

Event description:
This is a single report of one (1) malfunction event. A review of the event indicated that the reported abutment experienced the ability that wouldn't hold attachments. No patient adverse event has been reported. The report was derived from a single source. No information regarding the patient demographic was provided.